Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to insulet partner, on (B)(6) 2025, the patient was hospitalized due to hypoglycemia. The patient's cgm declined to 2.6 mmol/l (46.8 mg/dl) via dexcom sensor and 3.6 mmol/l (65 mg/dl) while wearing the pod between 1 and 4 hours on the back. The patient could not eat or drink anything, shaking, eyes flickering, and "was not 100% conscious" (level of consciousness was not further explained). The patient¿s partner called an ambulance and treated the patient with baqsimi (nasal glucagon). The ambulance transported the patient to the hospital. The patient was still at the hospital at the time of the report to insulet ((B)(6) 2025). The pod was removed in the hospital and a new pod was successfully placed. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.